Event description:
I contracted some form of virus or bacterium in my left-eye this year. It swelled my lower and upper eyelids, I began to experience blurred vision, pus in my tearduct, and intense irritation. I then had it treated and was prescribed medication which soon came to alleviate my symptoms. During this ordeal I was using amo complete moisture plus multi-purpose solution while my eye was infected I did not wear my contacts and I threw away my contacts and my carrier. Used in 2007, 12 fl oz.